Event description:
It was reported that 5% albumin would not flow through a one-link connector. The reporter stated that the one-link device was connected to an unknown triple lumen line, and that upon disconnection of the one-link the solution would flow as intended. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample availability is currently unknown. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The report source is also a user facility. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.